Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ observed delamination total of the plug strap disk shell (cohesive failure) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product and a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product and a left side deflation. Device has been explanted and replaced.